Event description:
The customer reported that the ortho provue analyzer falsely interpreted two pt results as negative during antibody screening. Observation of the gel card showed 1+ reactions for the two samples. False negative results can lead to transfusion of incompatible blood. The customer was validating the provue at the time of the incident and erroneous results were not reported. The results obtained from the provue did not match visual observation of the gel cards.

Manufacturer narrative:
An ocd field engineer indicated that the gripper was not holding the gel cards at the optimal angle for the camera. The fe performed the appropriate adjustments to the gripper and the gel camera, returning the analyzer to expected operation. A possible root cause was determined. Incorrect alignment of the gel camera / gripper led to inadequate optical transmission and erroneous interpretation of results. An incident of this nature has not recurred since the repair.